Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000180575.

Event description:
It was reported that one of the leads migrated [related manufacturer reference number: 3006705815-2026-03288] into the anterior part of the space causing pain in the patient¿s left leg. As a result, surgical intervention was undertaken on (B)(6) 2026 where the affected lead was cut and the distal end was removed from the epidural space. The remaining portion of the lead was left attached to the ipg with the remaining portion kept in the midline incision. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.